Manufacturer narrative:
The navio handpiece (part number 110137 / serial number (B)(6) ), used in treatment, along with the drill did not feel 'stable' in surgeon's hands, necessitating a handpiece swap during a procedure on (B)(6) 2017. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which did not confirm the reported event. Further investigation into a partially unseated leadscrew nut found that the nut was secure in its position. The cause of the partially unseated nut could not be determined. All indications from this handpiece is that the nut remained secure during surgery as it could not be moved manually and the surgeon 'checked' all bone removed with this handpiece and did not find any discrepancies. The root cause of this issue was undetermined. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.

Event description:
It was reported that during a surgical procedure, when the surgeon starting burring the femur on exposure control he said something felt off. He continued on exposure control for about 1/2 of the femur and then swapped to speed control to hopefully have a more "stable" feeling drill. The staff went back and verified that he removed all bone from when we were on exposure control. Upon inspection after the case, the black plastic bushing was not sitting flush with the snaplock mechanism. No surgical delay or patient injury was reported. Results of investigation have concluded that the snaplock has incorrect dimensions, which makes it a reportable event.